Event description:
Promus premier china registry. It was reported that the patient died. In (B)(6) 2019, the subject presented with unstable angina and was referred for cardiac catheterization. The index procedure was performed on the same day. The target lesion 1 was located in the first diagonal artery with 90% stenosis and was 28 mm long, with a reference vessel diameter of 2.25 mm. The target lesion 1 was treated with pre-dilatation and placement of a 2.25 mm x 32 mm promus premier stent system. The residual stenosis was 0%. Post dilation was not performed. Two days later, the subject was discharged on aspirin and ticagrelor. On an unknown date in 2021, the subject died. The primary cause of death was unknown. There was no other action taken to treat the event and it is unknown if an autopsy was performed.

Manufacturer narrative:
Date of death: used the first day of the month of (B)(6) 2021, as death date was unknown. Date of event: used the first day of the month of (B)(6) 2021, same as the date of death, since there was not enough information provided for the event date.